Event description:
The ambulatory surgical facility reported that the insufflation tubing filter was defective, as it would not allow air flow. They had to replace tubing to get working.

Manufacturer narrative:
Describe event or problem: the ambulatory surgical facility reported that the insufflation tubing filter was defective, as it would not allow air flow. They had to replace tubing to ge working. Deroyal: it was concluded that the resin used to manufacture the insufflation tubing was incompatible with heat and time variables that it is exposed to during shipment and sterilization. This causes the plasticizer to migrate from the tubing to the filter housing causing occlusion. Migration resistant material, polycarbonate, has been chosen and successfully tested for compatibility of exposer to high heat. (B)(4).